Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-13. H6: investigation summary: one 2420-0007 sample from lot 20105696 was received for investigation in opened packaging; residual fluid was present in the line. A visual inspection of the 2420-0007 sample confirmed the presence of a kink located under the drip chamber component. The customer's experience was confirmed as it was not possible to prime the line. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that kinked tubing is most likely to have been caused during assembly process; pinched tubing can be replicated if the tubing was left for too long in the assembly fixture. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20105696 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
It was reported that the as lvp 20d 2ss cv tubing was kinked near the drip chamber during use. The following information was provided by the initial reporter: "from pictures there is a kink/collapse of the line immediately after the drip chamber. Drip chamber has fluid in it no information at this stage on whether the whole line was able to be primed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv tubing was kinked near the drip chamber during use. The following information was provided by the initial reporter: "from pictures there is a kink/collapse of the line immediately after the drip chamber. Drip chamber has fluid in it no information at this stage on whether the whole line was able to be primed"